Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that a black foreign material came out of the forceps channel, however, the specific material could not be identified and the cause of the material remaining in the device could not be conclusively specified. It is likely reprocessing was not properly or fully performed due the the discovered leak from a pinhole in the channel tube. The following chapters from the instructions for use (IFU) pertain to this event: chapter 6 application and conditions of cleaning, disinfection, and sterilization chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found a pinhole on the channel tube, the angulation wires were worn causing the up direction to be out of specification, the up/down knob was out of specification, the up/down lock lever was worn and not working, the adhesive on the protective coating of the bending portion of the device was detached and cracked, the control unit was corroded, the universal cord was corroded, the scope connector was corroded, the ultrasonic transducer was corroded, the protector of the universal cord was scratched, the light guide lens was scratched, the connecting tube was scratched, the distal end of the device had a stain, and the acoustic lens was scratched and damaged. The customer provided information regarding cleaning steps. The device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the instrument channel was flushed with air and water, and there were no abnormalities with the accessories used for reprocessing. The instrument channel was wiped or brushed with lint-free cloths, a brush, or a sponge, and the instrument channel port and suction cylinder were both brushed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope had air/water leaking from the instrument channel. Inspection and testing of the returned device found foreign materials in the channel tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.